Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited error code 44510. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the lens was cracked. Review of the event history log showed the pump displayed an occurrence of "loss of power occurred while running" alarm. Functional testing involved a battery life test which the device passed. The event log indicated a loss of power during operation; however, the investigation was not able to duplicate the reported issue. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.